Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise and a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. No inappropriate therapy or pacing inhibition was noted. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no further details about this event were provided form the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.